Manufacturer narrative:
(B)(4). Batch # m92d4w. Batch # m92d05. The analysis results found that the d12lt device was returned with the universal seal assembly torn. In addition, a cb12lt device was returned in good visual condition. A leak test was performed and the device was noted to leak with the test probe inserted through the device; the leak was due to the seal condition. No conclusion could be reached as to what may have caused the damage found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Day of month unknown, assumed (B)(6) of month ((B)(6) 2016) that complaint was reported.

Event description:
It was reported that during a cholecystectomy without cholangiography + total gastrectomy via abdominal procedure, the trocar presented the damaged sealing (torn), so it was observed the co2 leakage during use. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.